Manufacturer narrative:
An investigation has been opened to review histroy record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: there was moderate posterior calcium. Post angiogram showed slow flow and the calcium. Site was ballooned with a 8 x 40 balloon for 2 minutes restoring good flow. Additional information: issue was during a tavr proceedure and the user had issues advancing valve so exchanged for an 18 fr sheath to advance delivery system through. There was moderate calcification and no tortuosity. Hemostasis was immediate and the patient was "fine" post procedure.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicated an interruption of flow posterior to the manta radiopaque lock. The radiopaque lock was situated on the top portion of the femoral head and a dissection posterior to the manta. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 8.0mm, with moderate posterior calcification, and a depth measurement of 4.5cm. A higher positioned access was gained utilizing ultrasound and micropuncture. The physician encountered difficulties attempting to advance the valve and exchanged the initial procedural sheath for a 18f sheath to advance the delivery system through. Following deployment, hemostasis was immediate, although a post angiogram showed a slow flow interrupted by the presence of calcium. Balloon inflations were applied for two minutes, restoring flow. It is likely the cause of the occlusion is possibly from plaque potentially blocking flow, or possibly propping the dissection open, blocking flow. An angiogram submitted indicated a dissection posterior to the manta access site. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The manta instructions for use lists ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include vessel laceration or trauma.